Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to issue insulin lantus pen 100u/ml 3ml. User reported items were assigned at external bin but door was not open.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to issue insulin lantus pen 100u/ml 3millilitre from the medbank system as the refrigerator drawer did not open. A technical support specialist (tss) found that the countback screen was active for location ¿fridge bin: ext11¿, and the cubex application was restarted. Further checks revealed that no smart remote manager (srm) was configured in populate buttons, no key combination was linked to the item in mql, and the cabinet did not have a qlock installed. The tss clarified to the customer that the item was assigned to an external bin, hence no drawer or door was expected to open for issuing. The customer was advised to consult with a supervisor to verify the correct storage location of the item. The system functioned as intended after the technical support specialist verified the device.